Manufacturer narrative:
After further review of the information available, h6 code for type of investigation, investigation findings and investigation conclusions will be updated. Customer reported incorrect demographics documented in exam. Baxter technical support provided the account troubleshooting steps to resolve the issue. The account confirmed demographics were corrected. Based on this information, no further action is required. Although there was no adverse event reported, if the reported event of incorrect patient demographics were to recur it could lead to serious injury or death, therefore baxter considers this event reportable.

Manufacturer narrative:
The investigation is ongoing, however if any additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
Baxter received a report stating that a report was taken under the incorrect patient in q-stress.. Customer noted this happening with patients with middle initials in their demographics. The event occurred after patient use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.